Event description:
Per operative report: the valve was explanted due to thrombus and servere stenosis. Intra-operatively, the surgeon noted the clots on the wall of the atrium and on the valve at the junction, keeping the leaflet(s) in a semi-closed position.

Event description:
In 1999, the dr. Implanted a 25 mm mitral st. Jude medical mechanical heart valve (model 25m-101). In 2000, the dr. Explanted this valve due to leaflet entrapment. According to the operative report, there was "quite a bit of clot" on the wall of the atrium and on the valve, causing the leaflets to remain in the "semi-closed" position. The clots were removed and a 23 mm mitral st. Jude medical mechanical heart valve (model 23m-101) was then implanted. Due to areas of "friable tissue", some of the sutures were tied down. "Some tears in the paravalvular area" were observed and reinforced with 2 - 0 prolene suture. After the atrium was closed, echocardiograph revealed regurgitation in the paravalvular area. The atrium was then reopened and the posterior tissue was sewn into the cuff with pledget at both ends. Once again, the atrium was closed and echocardiography showed "some jetting" close to 3+; however, it was decided not to reopen the atrium. The pt was reported to be in "fairly stable" condition and no additional info was available.